Manufacturer narrative:
The drainage bag and patient line tubing were patent and met the requirements for leak testing. The returned catheter was patent and met the requirements for leak testing. Therefore the conditions of the complaint could not be duplicated by laboratory personnel. The lumbar catheter was returned with the luer lock connector attached. There was proteinaceous debris observed on the exterior of the catheter. A review of the manufacturing records showed no anomalies. All catheters are 100% inspected at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the edm catheter was found to be leaking when injecting fluid. According to the report, the doctor pulled the catheter out to prevent infection. Reportedly, the patient is well.